Event description:
The device did not deliver set volume. The customer support engineer inspected the device and did not duplicate the alleged event. The unit passed extended testing. The cse replaced the outlet check valve, pt connector and adjusted the analog meter. It is not verified there was a volume loss, and no malfunction may have occurred.